Manufacturer narrative:
Company representative evaluated the system duplicated the problem. Corrections included replacement of the system's power supply and problems was resolved.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.